Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the navigation system become unresponsive. They held down the power button, tried to reboot and it would not move past the boot screen. A hard shutdown was attempted, and it got stuck on the boot screen again for about 5 min before they tried a hard shut down again. The next time they tried to boot it back up and it would not move past a black back lit screen. They booted it up again it worked normally for the remainder of the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The system logs were reviewed but provided no additional insight regarding the cause of the reported complaint.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.